Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was that since implant, it had not been working; they were wetting the floor like crazy, "just like it wasn't even in." The manufacturer help line clarified with the patient they meant since implant on (B)(6) 2022, the therapy had not helped the patient, and then offered to help the patient in making an adjustment. It was noted the patient said the external equipment was "stupid" and too much to handle with the cords, etc. Therapy expectations were reviewed with the patient as well as the use and function of the external devices. The patient then connected on the call and the therapy was on. The patient stated they were not feeling stimulation at the time of the adjustment. The patient then increased their stimulation to where they could feel it "a little bit," "like a flicker." Stimulation expectations were reviewed with the patient and the patient wanted to leave the stimulation at that setting and confirmed the sensation was comfortable. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed, and reach out to their managing health care provider (hcp) for further concerns about their symptoms. The manufacturer help line sent the patient a blad der symptom tracker for the patient to better track their symptoms and therapy settings. They were redirected to follow up with their healthcare provider. Additional information was received from the patient. They reported they were leaking terribly again for about a week and they were getting intermittent therapeutic effect but now it was even worse. It was reviewed how to increase stimulation and recommended they monitor their symptoms and if not resolved, they should follow up with their managing physician.

Manufacturer narrative:
Continuation of d10: product ID: tm90q0 lot# serial#: (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the reason the patient was admitted to the hospital on (B)(6) 2022 was for abdominal pain not related to the device. The hcp clarified that the statement "they disconnected it n the last week or two" was referring to the full implant. The hcp also noted the cause of the patient initially not feeling stim, and then only feeling a slight flicker after increasing was determined, but no additional information was given about the cause. The hcp also stated the cause of the intermittent therapeutic effect/worsening was not determined. The issues were reported as being resolved. The hcp stated there were "no concerns at this time - least report by patient interstim working well."